Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) and recorded noise due to oversensing. The device is still in use. No patient complications have been reported as a result of this event.